Manufacturer narrative:
One device was returned for evaluation of complaint that cassette errors occurred several times in a short period and downstream occlusion (dso) seal is open during pre-test. Service history review identified this device has not been in for service previously. Event history log was reviewed. Visual and functional testing was performed. Device would not turn on with battery power. Complaint was neither duplicated nor found in device history. The probable cause was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that cassette errors occurred several times in a short period and the downstream occlusion (dso) seal was open during pre-test. There was no patient involvement.